Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead impedance has been rising since the last unrelated procedure. All other electrical measurements were in range. The lead was explanted and replaced. There were no complications during the procedure and the patient was doing well.